Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 an unexpected restart alarm on the insulin pump. Blood glucose level at the time of the incident was 186 mg/dl. No symptoms or treatment of patient required. Troubleshooting for this alarm did not occur. Product will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and unexpected restart error test. No unexpected restart error anomalies noted.